Manufacturer narrative:
Internal complaint reference (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found no issue. A functional evaluation found a handpiece sensor error. The complaint was confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include an internal short or component failure of the hall board. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during the set up for a procedure, the dyonics powermini was not working. Procedure finished with s&n backup device. No surgical delay or injury to patient reported due this event. Results of investigation have concluded that this unit had a handpiece sensor fault which makes it a reportable event.